Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that while advancing the delivery system of the contralateral limb the touhy borst broke. The stent graft was successfully implanted. The runners and the delivery system were removed from the pt without complication and the pt is fine. Medtronic has received the delivery system and its analysis is pending.

Manufacturer narrative:
Eval: results: (device eval pending) other (cpc insert). Eval: conclusion: (device eval pending).